Manufacturer narrative:
The patient's meter was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received questionable test results when testing with coaguchek xs meter serial number (B)(6). The specific date of the event is not known. The patient explained they changed the batteries in the meter and the meter was indicating that it needed to be set. A roche representative walked through setting the meter with the patient. The meter's patient result memory was reviewed and the following measurements were observed: on (B)(6) 2000 at 12:03 p.m., the result was 1.8 inr, on (B)(6) 2000 at 12:44 p.m., the result was 4.3 inr, on (B)(6) 2000 at 12:05 p.m., the result was 2.4 inr, on (B)(6) 2004 at 4:00 p.m., the result was 2.0 inr, on (B)(6) 2008 at 12:44 p.m., the result was 2.6 inr, on (B)(6) 2008 at 10:50 p.m., the result was 2.6 inr. It is not known if the dates and times on the results provided were accurate due to the meter needing to be set. The patient did not write down the results, so the dates/times could not be verified. For the patient's therapeutic range, values over 3.0 inr are considered high.

Manufacturer narrative:
The customer's meter was returned for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.5 inr, qc 2: 2.6 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. There was no indication of a technical issue of the device. Product labeling provides instructions to the customer for setting up their meter.